Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, concern about product.

Event description:
Patient reported right side "saw a media report about the association of these prostheses with a type of cancer, which made me very concerned", rupture, "folds" and "simple cysts". The device remains implanted.